Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following is included in the instruction for use (IFU): operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited peeled adhesive around objective lens. There were no reports of patient involvement.